Event description:
During stenting of a stenotic lesion running from the bile duct to the duodenum, the smart control sds was advanced through an 8f sheath over an .035" super stiff guidewire and placed at the lesion. Upon deployment of the stent, the physician experienced increased resistance to deployment. After deployment, the physician noticed that the guidewire lumen of the smart control catheter had separated from the sds and remained on the guidewire. The physician was able to remove the separated lumen with the guidewire. There was no report of pt injury. The bile duct was not pre-dilated and was 85 percent stenosed. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.